Event description:
Customer reported: pannus formation - stenosis. Explant on (B)(6) 2012 because of stenosis critical on a pannus and replaced by a mechanical valve at the request of the patient who took already anticoagulants because of "... In life." No reports have been provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. It has been indicated that the device is to be returned for evaluation but has not been received.